Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When plugged into multiple power source, the pump did not recognize the power source and would not charge. Then the pump battery gauge jumped up to 100% battery life without charging the pump. There was no impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.